Manufacturer narrative:
Follow-up #1: date of submission 03/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 02/17/2016 with the following findings:a review of the black box indicated data starting on (B)(6) 2015; the data from the time of the alleged complaint was unavailable for review due to continued pump use. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications.

Event description:
On (B)(6) 2012, the patient claimed that her blood glucose was elevated to around 400 mg/dl and she had moderate ketones at the end of (B)(6). The patient sought medical intervention at the ER and was treated with regular insulin via syringe. She was not diagnosed with dka at the time of concern. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. Some of the factors which may have contributed the patient's alleged hyperglycemic episode were 20 pounds weight loss and temporary basal rates could vary as much as 50%. In addition, she stopped breastfeeding during the same time her blood glucose began to elevate. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because the patient received medical intervention for elevated blood glucose while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.